Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during filter placement procedure, the device allegedly failed to advance. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. The pusher handle distal wire was broken and the corresponding broken segment was located within the filter storage tube. The introducer sheath was loaded over the dilator. The denali filter was within the filter storage tube and partially extended out of the filter storage tube. The filter was pushed out of the storage tube using a mandrel. It was noted a lot of resistance was felt during the advancement. In addition, there was scathing within the filter storage tube. Based on the findings, the investigation is confirmed for the reported failure to advance and the detachment issues as resistance was felt during the advancement of the filter from storage tube and it was confirmed that the broken pusher handle distal wire. A definitive root cause for the alleged failure to advance and the detachment issues could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified in d2 and g4. H10: b5,d4(expiry date: 08/2023),g3,h6(method) h11: e3, h6(device, result and conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during filter placement procedure, the device allegedly failed to advance. The procedure was competed using another device. There was no reported patient injury.